Event description:
A customer obtained discordant, lower than expected vitros tsh results for a patient when tested using vitros tsh lot 6600 on a vitros 3600 immunodiagnostic system and a vitros 5600 integrated system. The results were discordant when compared to non-vitros (siemens centaur cp) tsh results for the patient. Patient 1, vitros tsh lot 6600 result of 1.570, 1.847 and 1.216 miu/l (euthyroid) versus non-vitros (siemens centaur) tsh results of 11.29 and 14.46 miu/l (hypothyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros tsh result of 1.570 miu/l was reported from the laboratory, but a report documenting the siemens centaur tsh result of 11.29 miu/l was later issued. Ortho has not been made aware of any allegation that treatment was altered, initiated or stopped based on the initially reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that discordant, lower than expected vitros tsh result were obtained for a patient when tested using vitros tsh lot 6600 on a vitros 3600 immunodiagnostic system and a vitros 5600 integrated system. The results were discordant when compared to non-vitros (siemens centaur cp) tsh results for the patient. A definitive cause of the event was not determined with the limited information provided. A vitros tsh lot 6600 reagent issue cannot be ruled out as a contributor to the event, as no historical qc results were provided when requested. Additionally, it was not determined whether the vitros 3600 immunodiagnostic system or vitros 5600 integrated system the lower than expected vitros tsh results were obtained on were performing as expected around the time of the event as no within run precision testing was performed when requested. However, the customer gave no indication of any vitros 3600 system or vitros 5600 system malfunction and is not a likely contributor to the event as the results are reproducible on the vitros systems. Biotin interference in the vitros tsh assay cannot be ruled out as a contributor to the lower than expected results for patient 1, as it was not determined whether patient 1 was in receipt of a biotin supplement. Method to method differences between the vitros tsh and siemens centaur tsh method cannot be ruled out as a possible contributor to the event. The vitros tsh results for the patient were concordant (and within the euthyroid range) between the two vitros instruments but lower when compared to the siemens centaur tsh, hypothyroid results for the patient. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 6600. Email address for contact office above is (B)(4).